Manufacturer narrative:
The beckman coulter fse replaced the reagent probe b collar wash valve to resolve the issue. (B)(4).

Event description:
While performing a preventive maintenance procedure, a beckman coulter (bec) field service engineer (fse) found that a unicel dxc 600i synchron access clinical system reagent probe b collar wash valve failed, resulting in a leak. The operator wore personal protective equipment consisting of gloves, goggles and a lab coat while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.